Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the patient underwent a primary left l5-s1 spinal root decompression. Eleven days later, the patient presented with "neck and right arm pain". The investigator noted the event as moderate in intensity. Physician ordered an emg that showed nerve irritation. The physician prescribed and epidural but it is unknown if the condition resolved as the patient was reported lost to follow up, no further data available. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as an intercurrent illness.